Event description:
Customer reported that he found a clear plastic piece that may have come out of the insulin pump. Customer was unsure if the piece was part of the reservoir or the insulin pump. The reservoir compartment does not show damage; customer stated that the plastic piece is clear and the insulin pump blue. Customer also reported that he experienced high blood glucose over 600 mg/dl. Current blood glucose is 450 mg/dl. Customer stated he was using the insulin pump for basal delivery only and doing boluses with manual injection. His doctor stated that he may have glucose toxicity and they needed to treat with a lot of insulin. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles. Customer was able to rewind and perform manual prime. No insulin leak found. Time and date are correct and he is unsure if the basal rates are accurate. Found several low reservoirs and no delivery in history. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.